Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip and stripped battery cap coin slot.

Event description:
The customer reported via phone call indicating that the insulin pump had a damage. Customer's blood glucose was 436 mg/dl. Customer was treated with the insulin pump. The customer stated that they were not able to removed the battery cap. Customer was advised to discontinue use of the device if the battery is low. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.